Event description:
A male underwent initial aaa repair in 2006. At the initial implant there was a type I endoleak that was resolved by ballooning. Over time, another type I endoleak developed on the left iliac, so in 2008, the physician went in and placed another iliac leg graft to extend down and it sealed. The endoleak was successfully resolved.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to anatomical changes over time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.